Event description:
It was reported to boston scientific corporation in early 2009, that an hydratome rx was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, before starting the procedure, they pre-oriented the tome prior to entering the scope and ensured the elevator on the scope was down. During the procedure, when the tome was coming out at the end of the scope, the cut wire was twisted around the tip of the tome. The procedure was completed with another hydratome rx. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.